Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 07-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as degenerative disc disease. Consumer reported they got paddle leads put in and the pain was supposed to be gone in between their shoulder blades. It was reported that in order to insert the leads the health care professional had to make a pretty big incision down to the bone and cut the muscle to put the paddles in and the patient still had a great deal of pain in that area. Patient reported they thought their fusion may be loose or broken in their lower spine. It was reported that they needed to have their neck checked because their arms were numb and they needed an MRI to check their whole spine. It was reported that ¿MRI mode showed MRI eligibility cannot be determined screen with a line of zeros.¿ patient was redirected to their health care professional. No further complications reported/anticipated.